Manufacturer narrative:
The portal was returned with a 3 inch length of catheter attached. Visual examination of the catheter component, using microscopy. Showed the distal end of the catheter to be oval in cross section with a rough surface. This type of damage is consistent with repeated compression of the catheter, usually between the clavicle and first rib. This phenomena is well documented in medical literature.